Manufacturer narrative:
(B)(4). The field service representative replaced and tightened the belts, installed a printer, checked and corrected all adjustments and cleaned out the waste mechanism. He ran performance testing.

Manufacturer narrative:
Based on the available data, no specific root cause could be identified. Additional information for further investigation was requested but was not provided. A general reagent issue was not suspected.

Event description:
The customer received questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) results for four patient samples since 05/04/2015. Of the data provided for two patient samples, only the results for one were discrepant. The initial result was 0.1 iu/l. The repeat result were 0.2 iu/l, >10,000 iu/l, and 22964 iu/l with a dilution. The erroneous result was reported from the laboratory. The doctor queried the result so it was not acted upon. There was no adverse event. The reagent lot number was 183183 with an expiration date of 05/30/2016. The field service representative performed service and ran performance testing.

Manufacturer narrative:
This event occurred in (B)(6).